Event description:
Boston scientific (bsc) crm received information that this pacemaker reached elective replacement time (ert) and was previously exhibiting rapid battery depletion. Today, the bsc sales representative (sr) observed no capture at the highest outputs and is unable to get impedance measurements, but was able to get p and r wave measurements. The sr stated the magnet rate is 90, has communication with the device and observes deflections on the electrogram when the device is supposed to be pacing. The daily measurements (dm's) were sent to technical services (ts) for review. Ts states the dm's only go back a few days and there are no ventricular lead impedance measurements. Ts suspects either the device exhibited one or more resets, has intermittent and/or diminished outputs, possible header connection issue or a device failure occurred that allows telemetry, but diminished outputs. The pacemaker was explanted and will be returned for analysis.

Manufacturer narrative:
When the pacemaker is returned, it will be thoroughly analyzed and this event will be updated accordingly. Upon receipt at our post market quality assurance laboratory, initial investigation confirmed telemetry could not be established and interrogation could not be performed using the zoom programmer. Manual testing confirmed no output was observed in both unipolar and bipolar mode. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a damaged low-voltage capacitor, causing the reported field observation.